Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 7, blood glucose reading 160 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred.

Manufacturer narrative:
Reliability analysis inspected 1 opened used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.